Event description:
It was reported that this right atrial (ra) lead had noisy signals due to damage to the insulation on the lead body. No pacing inhibition or oversensing was noted. This lead was explanted and replaced with a new lead. The patient was administered antibiotics intravenously. No additional adverse patient effects were reported. As of today, this product has not been returned for analysis.